Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient faced an event of crimped cannula with an infusion set. Patient reported that the cannula pushed back during insertion like an accordion. Patient's blood glucose level at the time of event was 361 mg/dl. Patient took a correction bolus via pump and also took correction injection via multiple daily injections. No further information available.